Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: device history record (DHR):- reviewed the DHR for batch 22n23ged81 with article 4540016-07, there is no abnormality and no such defect detected at in process and at final control inspection. Sample/s evaluation: as there is no sample received, further investigation is not possible. The investigation is only done based on customer complaint description and picture provided. From the picture, the sample was detected leaking below bbc (big bottom cap). Reviewing historical data, leakage below the bbc is due to leakage at triangle tube to step down tube connection. An approved project is in place to further address issues with leakage. Summary of root cause analysis: the complaint sample was leaking at triangle tube to step down tube connection. Thus, we considered this complaint as confirmed. An approved project is in place to further address issues with leakage. Cause : failure in production process corrections/containment plans with effective date: not applicable. Justification: confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in kenya: "chemo leakage" according to the complainant, the patient was connected to the pump with medication being actively infused. The patient was discharged home, where he observed a leak. The medication did not come into contact with the patient, who returned to the facility and had the unit replaced. Reportedly, approximately 10 milliliters (ml) of 5-fluorouracil medication leaked, but was "mostly retained in photoprotective covering of the pump." No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.